Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Physician assistant, positive experience although her first time using. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle lower. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not quite 15 seconds, but paused, then retightened. Were there any issues with device use/firing? No. Was a purse string used? Yes. What confirmation was received that the device completed the firing sequence? Yes. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, 2 complete donuts, though one side thinner than other. Surgeon did not note as concerning. Were there any issues noted with staple formation? If so, please describe the shape and location. No was a leak test performed? If so, what type and what was the result? Yes, colon was clamped, air was put into colon, no bubbles were formed within saline that was around anastomoses. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? Patient described pain 2 days after, how was the leak identified? In surgery 4 days after original procedure. What was observed at the site of the leak upon reoperation? Abscess near anastomoses how was the leak addressed? Diverting ileostomy what is the patient status? As of friday, patient had poor mood but was seeing surgeon. She plans to reverse the ileostomy before the usually 8-10 week period. Were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Na, this is not clear. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a low anterior resection of which the sales rep was present for on nov 10th the patient presented with unknown symptoms that led to bringing the patient back to the or for an exploratory laparotomy for a leak which needed a wash-out and diverting ileostomy.